Event description:
It was reported that the air detector was loose. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown. H3: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. The air detector was found to be loose. The cause of the issue was found to be user related. The air detector was secured with super glue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.